Event description:
It was reported that during a laparoscopic chole, the device was fired but the clips were crossed. The surgeon fired again and this did not stop. A like device was opened but the clips continued to cross. There was no patient consequence. It was not reported how the procedure was completed.